Event description:
Rayner intraocular lenses limited received notification from (B)(6) hospital of an event that occurred during use of a t-flex aspheric 623t intraocular lens. The event description provided by the healthcare facility indicates that the operating surgeon observed that the haptic was damaged upon implantation. The brand of injector used to implant the t-flex aspheric 623t intraocular lens is not known.

Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. The t-flex aspheric 623t was explanted and replaced with a back-up t-flex aspheric 623t intraocular lens of the required power within the same surgery session and without further complication. The t-flex aspheric 623t intraocular lens is not available in the united states of america. However, the t-flex aspheric 623t intraocular lens haptics are the same as those on the c-flex 570c and c-flex aspheric 970c intraocular lenses. The c-flex 570c and c-flex aspheric 970c are available in the united states of america. Our review of manufacturing records for the t-flex aspheric 623t batch (B)(4) confirms that all manufacturing and quality checks were satisfactory. All lenses, released from this batch were within specification. Complaints since (B)(4) 2009, the month of manufacture, were reviewed and we can confirm that no complaints, of any type, have been received against the t-flex aspheric 623t batch (B)(4).